Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The system power was cycled. The malfunction could not be duplicated. The table was fully functional with both the hand and the foot controls. The system was found to be working as intended and placed back into service.

Event description:
It was reported that the 2600's table would not move during a procedure. The procedure was completed with no adverse pt involvement. There was no pt information reported.